Manufacturer narrative:
The patient's history of gi bleeding is addressed under MFR # 2916596-2020-01769. The patient's subdural hematoma noted in a study on (B)(6) 2019 is addressed under MFR # 2916596-2020-01732. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was seen in the emergency department (ed) for recent traumatic falls/syncopal events and then was admitted to the cardiovascular intensive care unit (cvicu). The patient had no memory of the time they were found down as they were in a state of confusion but never unresponsive. Log file analysis captured no external power events on (B)(6) 2019 while on mobile power unit power (addressed in MFR # 2916596-2019-05980). Upon completion of a head computed tomography (CT) there was no acute intracranial hemorrhage noted. There was a small residual right posterior parafalcine subdural hematoma that decreased in size from a comparison study performed on (B)(6) 2019. Ventricular assist device (vad) was completed and there were no significant alarms, parameters were within the patient's base line, driveline exit site dressing was dry and intact, and all external equipment was in good working condition. Atrial tachycardia noted on cardiac resynchronization therapy (crt) interrogation but it was stated that this was not likely to have caused the syncopal event. There were no current signs of blood loss as hemoglobin was stable, however anemia was noted to be significant. The patient had multiple admissions in the past for lvad related gib (gastrointestinal bleeding). Colonoscopy and esophagogastroduodenoscopy did not show a source of bleeding. A capsule showed possible arteriovenous malformations (avms) in the small intestine. The patient received 4 units of packed red blood cells since (B)(6) 2019. Octreotide twice daily was continued and international normalized ration (inr) and hemoglobin would be monitored daily. The patient was on aspirin at home but it was noted the aspirin would be held with gib and considerations would be made to restart aspirin at a later time. The patient was discharged on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that the patient was found on the ground on (B)(6) 2019 with an episode of confusion at the skilled nursing facility; however, no one knew if the patient fell or was just lying down and forgot. The patient was amnestic and could not remember the falling event. The patient had been trying to pull out their lvad lines all morning and was acting a lot more confused than normal. It was noted that the patient¿s confusion could be consistent with a postictal period; however, there were no signs of seizure and no loss of consciousness. The patient was seen at the emergency department and was admitted to the cvicu. It was reported that, upon admission, the patient seemed to be at their baseline, with stable hemoglobin and no current symptoms of blood loss. However, the patient¿s anemia was significant. The patient was on 81 mg of aspirin daily at home. Aspirin was held with gi bleeding and the account was considering restarting aspirin the following day. The patient was aware and oriented to person, place, and time on arrival to the hospital. There were no lvad alarms. Impression results stated that the patient had no acute intracranial hemorrhage or fracture and the account reported that it seemed unlikely that the patient was had a seizure. Episodes of atrial tachycardia occurring at approximately 03:30 were noted upon interrogation of the patient¿s crt defibrillator; however, it was reported that this was unlikely to have caused this event. The mode switch rate was adjusted and the max track lowered slightly to better capture the episodes, and prevent needless rv pacing at max track rate. Zolpidem was included in the patient¿s discharge medications; however, the patient did not think that they were getting that. The patient¿s driveline exit site dressing was dry and intact. It was reported that the patient¿s encephalopathy resolved. No specific intervention or medication changes were made, the patient¿s care was largely observational. The patient stabilized and was discharged back to the skilled nursing facility on (B)(6) 2019. The system controller event log file captured 2 no external power events and several backup battery fault alarms occurring on (B)(6) 2019. These no external power events and backup battery fault alarms are addressed under pi-2019-0268440-02. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to function as intended. It was later reported that the patient had an episode of gi bleeding and pneumonia on (B)(6) 2019. The patient remains ongoing on vad support. Bleeding, cardiac arrhythmia, localized infection, and other neurological event (not stroke-related) are listed in the hm3 IFU as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is listed in the hm3 IFU as a potential late postimplant complication. The patient care and management section of the hm3 IFU provides information regarding anticoagulation, including recommended inr values, as well as a subsection entitled ¿controlling infection¿. The patient care and management section of the hm3 IFU also cautions the user not to pull on the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.a direct relationship between the device and the reported events could not be conclusively determined through this investigation.